Event description:
While performing initial service inspection prior to preventive maintenance, the respironics service technician noted diagnostic codes in the ventilator's log history indicating there was a loss of both air and oxygen gas supplies while powered on. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The service technican spoke to the customer of the findings, and the customer was unaware of the event. The customer did not know if the ventilator was in use on a pt at the time of event, but reported no pt harm. The service technician was unable to duplicate the event. The ventilator passed initial extended self testing (est). The service technician replaced the air valve as a precaution due to observed leakage. Performance verification testing was completed and all tests passed per operating specifications.